Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5111896.

Event description:
It was reported via maude report mw5111896 that "the omnipod intro kit broke during patient use which led to an unspecified injury and hospitalization/ER visit due to the pod/kit malfunction." No other patient or event details were provided by the unknown pharmacist (reporter), and no other patient or event details are available.